Event description:
It was reported that a vns patient underwent full replacement surgery on (B)(6) 2016. The lead was replaced due to lead discontinuity and the generator was replaced due to battery depletion. The patient's vns system was tested upon connection of the new lead to the new generator and system diagnostics returned impedance results within normal limits with 1756 ohms. No patient adverse events were reported. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2012. A battery life estimation was performed and showed that the battery was at eos (end of service) status. The explanted devices were not returned to the manufacturer to date. No additional information was provided to date.

Event description:
Further follow up indicated that no diagnostics could be performed before the reported replacement surgery. The high impedance was observed after the new generator was replaced in or. Because of this, the patient's doctors wanted to replace the lead during this surgery as well.